Manufacturer narrative:
This device involved in this event has been returned, however evaluation is currently pending. Following completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported from japan that during treatment of aneurysm, upon advancement of the embolization coil, the coil detached within the microcatheter. The coil and delivery system were removed together with the microcatheter successfully. No intervention was reported. No harm or injury was incurred.